Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 80-year-old female presented with st-elevation myocardial infarction (stemi) complicated by cardiogenic shock and left anterior descending (lad) coronary artery disease. Due to hemodynamic instability, an impella cp was placed for circulatory support. During transport to the intensive care unit, the device was observed to have migrated into the aorta. Multiple attempts to reposition the device within the left ventricle were unsuccessful, and a clinical decision was made to explant the device and implant a secondary impella cp. The patient subsequently expired. The event was reported for a device positioning issue. In accordance with reporting requirements, the death is conservatively being reported on the impella cp; however, the device is considered an unlikely contributing factor to the patient¿s death, as a secondary impella cp was successfully placed while the patient was still alive, and the patient¿s outcome is more likely attributable to severe underlying cardiac disease and cardiogenic shock.